Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - (B)(4) ¿ accu-chek performa strips (freedom) - system 1 ¿ lot # 475541. (B)(6) - (B)(4) ¿ accu-chek performa strips (freedom) - system 2 ¿ lot # 475157.

Event description:
Customer reportedly received the following results, with two different vials of test strips with different lot numbers on the same meter within 10 minutes: 558 mg/dl from the first vial of test strips (system 1) and 90 mg/dl from the second vial of test strips (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.